Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement was observed on the ra lead through cat scan. Patient had symptoms of chest tightness and shortness of breath. Physician attempted to pull the lead gently and the lead was able to be pulled out easily and it was suggested that the lead could not be placed in the device. The physician tried this several times however was unsuccessful. Physician suspected there was something wrong in the turnbuckle or the screw of the pacemaker and the lead could not be fixed into the pacemaker. Lead was repositioned. Patient was stable.